Manufacturer narrative:
Patient information not available. Product has not been returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Based on the photo provided, this was likely a solvent bond leak. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked during use. Leak was alleged to be on the distal end of the bubble trap. No patient or staff injury was alleged.